Event description:
Pt had preoperative diagnosis of post left dismembered pyeloplasty for retropelvic junction obstruction. On 3/11/97, while undergoing cystoscopy with stent removal, only the distal portion of the stent was retrieved. X-ray confirms proximal curl in kidney and the majority of the stent in situ in the ureter. (This stent was originally placed 12/5/96).